Event description:
The customer reported that there was an unspecified communication error during reprocessing involving an olympus gastrointestinal videoscope. The customer did not provide a suspected cause of the event. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.